Manufacturer narrative:
Follow up #1 09/04/2015, device evaluation: the pump has been returned to animas and evaluated on 08/17/2015 with the following findings: the display screen was dim and discolored. There was a leak with the battery compartment, and moisture was found through the internal components of the pump. The battery cap had a worn top as well.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the display screen was dim & discolored. The reporter noted that there was evidence of moisture corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated w/this complaint.